Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. Visual inspection confirmed the casing was damaged, establishing a relationship with the reported event. The root cause was determined as contact with another source. Our medical review concluded: no relevant supporting clinical information has been provided to assist with this clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, no harm has been alleged. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the casing was found to be broken. The issue was solved with a competitor's device.